Event description:
The customer reported to baxter corporate product surveillance (cps) that the clearlink duo-vent continu-flo set was primed all the way through but then the fluid wouldn't flow once connected to the clearlink catheter extension set. There was no patient injury or medical intervention necessary as the condition occurred before use. The tubing was primed with d5or. The customer simply grabbed new tubing and it flowed just fine. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. The sample passed slit visualization testing with an in-house becton dickinson 10ml male luer lock syringe. The syringe was applied to the clearlink y-sites and the baseline slit was detected in the sample. The sample passed fluid path occlusion testing, referee testing, and under water pressure testing at 8psi. Functional testing was performed to test the general function of the product and adequacy of the directions for use, including checking the drop size delivery. The returned sample functioned as intended. A batch review was performed on the reported lot and no deviations were found. The set worked according to the procedure and the reported condition was not detected in the sample.